Event description:
It was reported that during a lead revision for a competitor right atrial (ra) lead, the physician noted both leads (ra and right ventricular lead) appeared to have "straightened out." The physician explanted and replaced both leads with longer ones. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).